Event description:
Philips received a complaint by the customer on the v60, indicating that the o2 manifold was not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their o2 manifold was not working. The rse confirmed the reported issue. The customer could hear a leak from the hose when the o2 hose was connected from the pipe in the o2 source. The e cylinder tanks were also connected and o2 was flowing out of the longer hose. The rse provided the customer with the parts ID for the o2 manifold to order and replace. The customer ordered and replaced the o2 manifold to resolve the issue. The customer replaced the o2 manifold to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.